Event description:
A customer contacted beckman coulter (bec) reporting that there was a clear fluid leak of approximately 30 - 40 ml from the area surrounding the valve vl46b (supplies pressurized diluent to the lower sheath restrictor) on the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. There were no instrument error messages generated to alert the customer of an issue. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the incident. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to the reported event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched the day after the event ((B)(4) 2013) to evaluate the issue. The fse did not observe an active leak as the instrument was powered off and not in operation; however, the fse did observe loose tubing from the lower sheath restrictor. The fse replaced the tubing and verified instrument performance. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).